Event description:
It was reported that the batteries did not last for 1 case. Upon testing on battery tester both batteries failed and they were not even a year old. This is report 2 of 2 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, the functional testing was performed and revealed the batteries did not function properly. The batteries were replaced and to the customer on (B)(6) 2013. Placeholder.